Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned, or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing and design issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: united kingdom.

Event description:
It was reported that during surgery, the surgeon stated that the blade took a full thickness graft along one edge causing the wound to require suturing. The taken graft was damaged, it was in strips. An additional unplanned skin graft was needed in order to complete the surgery. There was a 15-minute surgical delay. This patient was under local anesthetic and required additional local anesthetic for the second graft to be taken. Another machine and blade were used to finish the surgery. Due diligence is in progress, no further information is available.